Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm promus element¿ dug-eluting stent was selected for use. However, during preparation, it was noted that the tip of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. Strut segment 1 on the distal end of the stent was stretched in a distal direction. The remainder of the struts were undamaged. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm promus element dug-eluting stent was selected for use. However, during preparation, it was noted that the tip of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.